Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all available relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, de novo, 90% stenosed mid left anterior descending artery lesion, during the first inflation of the 2.75 x 15 mm voyager nc balloon catheter at 10 atmosphere for 10 seconds, the balloon ruptured. Additionally, it was noted that during advancing in the lesion and during device removal some resistance with the calcified lesion was reported. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.